Event description:
It was reported to philips that the device gave an error indicating that no space was available to take new images. The device was in clinical use at the time of the reported event. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and recreated the database of the replaced image processing pc (ippc), which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The review of system file shows post "frontal ip-pc" done/failed. The fse recreated the database of ippc which was replaced by customer. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.